Manufacturer narrative:
The delivery device with the stent on the balloon was received and damage was observed on the stent and polymer shaft. The catheter also exhibited dried contrast media within the inflation lumen indicating that it had been prepped. Visual examination of the catheter revealed a twisted shaft kink located 25.9 centimeters proximally from the distal tip. Microscopic examination of the material surrounding the shaft damage did not reveal any inherent material deficiencies that would have contributed to the formation of the damage. Visual examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause is determined to be handling damage.

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. During unpacking of the taxus liberte' 3.0x16mm drug eluting stent it was noted that the stent strut was flared. The procedure was completed with another device. No patient injuries or complications were reported.